Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The physician was using the penumbra neuron delivery catheter 053 over an exchange length glidewire while working in the left subclavian artery. The glidewire was in the v2 segment of the left vertebral artery and the physician was trying to place the neuron in the vertebral artery. The vessels were extremely tortuous, and the physician was unable to access the artery so he removed the neuron and glidewire. As he removed the devices, he noticed a string or "fuzz" that looked like something was unraveling. The wire was intact, so the physician thought it came from the distal tip of the neuron. There was no patient injury. The hospital threw away the neuron and the packaging.